Event description:
It was reported that during an in clinic follow-up, a low defibrillation impedance was noted on the right ventricular (rv) lead. An insulation breach was suspected. The rv lead was capped and replaced with a competitive lead. The patient is unknown.